Manufacturer narrative:
Received one (1) used d1000 tego connector for inspection. No defects or anomalies noted. An ICU medical provided male and female luer were used to connect to the tego from each side. Each connection was secure. The tego was measured and found to be iso compatible. The reported complaint was unable to be replicated or confirmed. Lot history review was performed and no relevant non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Initial reporter phone number: (B)(6).

Event description:
The event involved a tego connector where it was reported that two incidents occurred where the connector had disconnected from the line. Both staff had aligned the line/tego correctly, and had double checked. The event resulted in significant blood loss and subsequent critical incident follow up process - patient required a blood transfusion. The staff member looking after the patient was senior staff member and had double checked the connection, the disconnection happened within the first 20 minutes. The product was not contaminated or contain a biohazard or chemotherapeutic agent. Someone become aware of the issue when the nurse noticed bleeding from patient lines. No medication being used with this product. The product was not reprocessed or re-sterilized prior to use. There was no visible damaged on the sets that caused the disconnection. The exact location of the disconnection is between tego and dialysis circuit. There was no leakage. The solution used was blood. There was no delay in therapy critical. The patients condition during and after the event was stable. Estimated amount of blood loss was 200ml. Follow up process done to the patient was patient was re-connected to dialysis, and given blood transfusions.